Event description:
It was reported: suspected loosening of metal back patella identified during revision surgery, per dr. Requests have been made for the catalog no, lot no, implant date, explant date, details of event, etc.